Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition as expected in reusable devices. The device has no structural anomalies or breakages. The cable connector and pins are in good condition. No other anomalies were noted. To test its functionality, the device was connected to a test fms vue pump, also a test shaver handpiece was wired through the interface cable. When the shaver was activated/powered on, the blue indicator light was not flashing on the device, the suction function could not be activated. The overall complaint was confirmed as the observed condition of the fms connect (vue) would have contributed to the complained device issue. Based on the investigation the root cause is traced to wear of device's internal components, since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to a non-working interface cable.

Event description:
It was reported that during evaluation, it was determined that the fms connect (vue) device had a suction failure. It was noted in the service order that the device had a broken interface cable and was no longer functioning. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2026. All available information has been disclosed.